Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the right atrial. The device recorded 3 atrial and onve ventricular arritmia. No therapy was delivered. The device remains in service. No adverse patient effects were reported.